Event description:
It was reported that the surface of the foley catheter was peeling and wispy. Hence, the foley catheter was not used.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for treatment purposes. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no flaking, breaks, or flash noted on the exterior of the catheter. The catheter's shaft and tip were smooth. This meet specification per inspection procedure which states, "tips to be straight relative to shaft. Transition between the shaft and tip must be smooth; ridges, lines or gouges not permitted." No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the surface of the foley catheter was peeling and wispy. Hence, the foley catheter was not used.